Manufacturer narrative:
Product event summary #(B)(6) 2014: patient reported that the patient programmer was showing poor communication and they were not feeling any stimulation. Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37702, serial# (B)(4) implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported they stopped feeling stimulation on (B)(6) and experienced a loss of therapy. Relevant medical history includes spinal pain. It was further reported the patient programmer (pp) wasn't working. The pp was used and the patient first got poor communication and the poor communication screen. The patient tried again with the antenna on the implant said all of a sudden they had stimulation again and the pp was working. The implantable neurostimulator (ins) was on 4.20 volts.